Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had unexplained motor error alarm and scratched on screen was difficult to read at times. No harm requiring medical intervention was reported. The customer stated that insulin pump had chipped at battery casing and moisture inside the screen. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm and charge/battery lasts less than expected anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted. (B)(4).